Event description:
Pt with recent hi (6/2002) underwent 4-vessel CABG. Symptoms of a sternal wound infection appeared postoperatively ten days later. Wound was cultured-positive for staphylococcus aureus. Despite incision and drainage and antibiotic therapy, wound did not heal (approx size 17cm x 4cm) prompting muscle flap grafting for wound closure. Investigation of etiology of infection included culturing, a sample of bone wax from the surgical of bone wax from the surgical suite. Bone wax was used for CABG surgery. Bone wax culture positive for staph aureus (in broth only).